Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the operating room nurse that the blade would not lock and noticeable high resident and noise were present. Another nail was used to complete the procedure. An intraoperative x-ray showed static locking of the blade and visibility of one flang. It was also reported that the trochanteric femoral nail was cleaned and soft tissue visibly influenced the mechanism. There was a report of a ten minute surgical delay. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that it revealed no complaint related issues for complaint number (B)(4). Non-complaint related items were found note to file for incorrect logo used on labels, deviation (B)(4) for additional inspection for burrs and debris. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received translation of op-report. Information from the op-report: on the axial view, the tip of the nail was abutted up against the shaft cortex. On the assumption therefore, that the 235 mm nail was too long, it was changed to an 11 /200 mm nail. While this was also in the direction of the cortex, it did not have direct contact, nor could the nail be impacted in any further in respect of the femoral neck blade. It was decided, for the time being, to leave the situation as it was in view of the undisplaced pertrochanteric fracture. The femoral neck blade was placed and, as already described above, came to rest at the junction of the central and cranial third. During the attempt to lock the femoral neck blade from the proximal side, the screw locked up. The representative of the company synthes was then contacted by phone. He recommended changing the nail again. This was done. In view of the short distance we decided to select a 10 mm / 170 mm nail (no 11or 12 mm version exists for this length), here too the same situation occurred in respect of the femoral neck blade. The situation was again left as it was. During the attempt to lock the femoral neck blade, the same resistance was encountered from the case number: (B)(6) outset without any subsequent decrease in resistance. The synthes representative was phoned again. It was then decided to lock the blade statically, since an undisplaced fracture was present and preference was given to rotational stability as the more important principle.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was involved in a car accident (tractor). The nurse reported from the operating room (or) that the locking of blade did not work, it was stated that high resistance and noise was coming from the device. Another nail 170mm length was used and it was reported that no clear feedback if proximal dynamic locking did work, x-ray showed still one flang was visible and static locking of the blade. The or team cleaned the trochanteric femoral nail (tfn), looked like soft tissue influenced the mechanisms / 10 min prolongation of surgery. On the axial view, the tip of the nail was abutted up against the shaft cortex. It was stated that the 235 mm nail was too long; it was changed to an 11 / 200 mm nail. While this was also in the direction of the cortex, it did not have direct contact, nor could the nail be impacted in any further in respect of the femoral neck blade. It was decided, for the time being, to leave the situation as it was in view of the displaced pertrochanteric fracture. The femoral neck blade was placed and, as already described above, came to rest at the junction of the central and cranial third. During the attempt to lock the femoral neck blade from the proximal side, the screw locked up. The representative of the company synthes was then contacted by phone. He recommended changing the nail again. This was done. In view of the short distance we decided to select a 10 mm / 170 mm nail (no 11or 12 mm version exists for this length); here too the same situation occurred in respect of the femoral neck blade. The situation was again left as it was. During the attempt to lock the femoral neck blade, the same resistance was encountered from the case number: (B)(4) outset without any subsequent decrease in resistance. The synthes representative was phoned again. It was then decided to lock the blade statically, since a displaced fracture was present and preference was given to rotational stability as the more important principle. It was reported that the patient is in good condition, this report is 2 of 6 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the redlined inspection of all inspect (B)(4) pertinent features passed, no failures found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.